Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited r-wave amplification variation and unspecified over-sensing. No intervention was performed. Patient condition was stable.